Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one ultra 2 meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy started on (B)(6) 2014 at 2:30 pm at an unspecified date/time, the patient obtained blood glucose readings of ¿305, 236 mg/dl¿ with the subject meter, performed greater than 20 minutes from each other. The patient manages her diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated, when the alleged issue occurred, she developed symptoms of ¿heart palpitations and sweating¿. The patient denied receiving any treatment. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.